Event description:
The customer reported that the system did not x-ray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray head. The system operates as intended.